Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but negative when repeated twice on a competitor assay (cepheid genexpert).the customer stated via email a sample ID (B)(6) was positive on the simplexa assay, but negative on the competitor assay, cepheid genexpert. Another sample from the same patient was obtained by the customer and was also negative on the genexpert. Run files and patient information was requested on 9/14/21, but no response or run files have been provided by the customer as of 10/6/21. Batch record review showed the critical component, reaction mix mol4151 lot# x13196n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 9/21/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive sample, it is not possible to determine a definitive root cause at this time. This is the 3rd complaint on mol4150 lot# x13194n for suspected false positive results. Investigation conclusion is pending the request for the patient health information and the run files for analysis.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but negative when repeated twice on a competitor assay (cepheid genexpert). Additional information for patient health information and sample collection method was not provided.